Manufacturer narrative:
H10: as this serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of twenty-nine for this event. H10: c. Petridis, m. Nitschke, w. Lehne, e. Smith, j.p. Goltz, h. Lehnert, and markus meier (2016). Tip design of hemodialysis catheters influences thrombotic events and replacement rate. European journal of vascular and endovascular surgery, 53(2): 262-267. Doi: 10.1016/j.ejvs.2016.10.015. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported infection issue as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "european journal of vascular and endovascular surgery" titled "tip design of hemodialysis catheters influences thrombotic events and replacement rate" that sometime post a dialysis catheter placement, out of ninety-three patients, ten patients allegedly developed an infection without catheter removal, eight patients allegedly experienced infection requiring catheter removal, five patients allegedly had catheter related bloodstream infection, and six patients allegedly had exit site infections. The current status of the patients were unknown.

Event description:
It was reported in an article in the "european journal of vascular and endovascular surgery" titled "tip design of hemodialysis catheters influences thrombotic events and replacement rate" that sometime post a dialysis catheter placement, out of ninety-three patients, ten patients allegedly developed an infection without catheter removal, eight patients allegedly experienced infection requiring catheter removal, five patients allegedly had catheter related bloodstream infection, and six patients allegedly had exit site infections. The current status of the patients were unknown.

Manufacturer narrative:
H10: as this serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of twenty-nine for this event. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: c. Petridis, m. Nitschke, w. Lehne, e. Smith, j.p. Goltz, h. Lehnert, and markus meier (2016). Tip design of hemodialysis catheters influences thrombotic events and replacement rate. European journal of vascular and endovascular surgery, 53(2): 262-267. Doi: 10.1016/j.ejvs.2016.10.015. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.